Event description:
According to the reporter: during preparation for surgery it was noticed that the inflected part was broken. The device was not used on a patient. Another device was used.

Manufacturer narrative:
(B)(4).